Event description:
It was reported that the patient was charging longer than expected. It was noted that the patient had an appointment with the manufacturing representative on monday to check the recharger. It was noted that the patient typically had to recharge every other day for an hour. It was noted that the patient sat down to recharge on tuesday and they had to recharge for2.5 hours with 8 bars and they never saw the charge complete message. It was noted that was the first time the patient had to charge for over an hour. It was noted that the patient had not recently increased settings and has been at 3.6v for the past 8-9 months. It was noted that the patient had not had any falls or traumas but that they did hit their head on a freezer door handle on friday. Additional information received reported that the patient had appointments with the manufacturing representative and doctor on (B)(6) 2013 and (B)(6) 2013. Additional information received reported that they were planning on taking the patient to surgery on friday for a revision of pocket due to inability to recharge to 100 percent. It was noted that the patient had always had difficulty with having to put a lot of pressure on the pocket to get 6-8 bars however he used to be able to charge to 100 percent. It was noted that the implantable neurostimulator (ins) feels different in the pocket than it did before. It was noted that it felt like the ins connector head was sticking out more. It was noted that her ins keeps flipping around, so they were going to tack it down. Additional information received reported that the patient was having a revision on the day of report. It was noted that the patient was getting 8 coupling bars on aver but needed to hold the antenna uncomfortably against her implant. It was noted that if she didn¿t press hard she was getting 4-6 boxes. It was noted that patient¿s history stated 8 boxes for .8 hours for duration on average but the patient stated that she can¿t get it to 100 percent ever. It was noted that the patient was at 3.7 volts. Additional information received reported that the patient¿s recharging frequency matched the patient¿s settings. It was noted that the patient was trained and able to demonstrate effective charging. It was noted that impedance checks pre and post-surgery were within normal limits. It was further noted that no malfunction was noted and that the patient went from a primary device to a rechargeable and the rechargeable ins was not secured within the pocket enough during original placement. It was noted that interventions included a pocket revision on (B)(6) 2013. It was noted that the patient was able to recharge normally and receiving effective therapy.

Manufacturer narrative:
Product ID: 37651, serial# (B)(4), product type: recharger. Product ID: 64002, lot# n250136, implanted: (B)(6) 2010, product type: adapter. Product ID: 37092, lot# 254640001, implanted: (B)(6) 2010, product type: accessory. Product ID: 37642, serial# (B)(4), product type: programmer. Patient product ID: 3387-40, lot# j0427656v, implanted: (B)(6) 2004, product type: lead. Product ID: 3387-40, lot# j0437355v, implanted: (B)(6) 2004, product type: lead. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. (B)(4).